Manufacturer narrative:
The suspect device was partially returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined, however, the account stated there was heavy calcification present which could have placed stress on the catheter. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a drainage procedure, the catheter became abnormally constricted due to heavy calcification. During a catheter exchange the clinician had trouble manipulating the catheter when the catheter tip detached within the patient. An additional surgical procedure was necessary to remove the catheter tip from the patient.